Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The following information was reported: "the lag screw seems to migrate through the lateral cortex with the new gamma4 for a specific surgeon. The overall concern is that she does not see the set screw sliding down as good as with the gamma3, and she feels it is significantly less rigid compared to the gamma3 set screw."